Manufacturer narrative:
The device remains implanted; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database did not fully identify any additional complaints recorded for the same lot. The october 2007 15 month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A device history record (DHR) review is in progress; results will be provided in a follow-up medwatch report.

Event description:
An ultraflex esophageal stent was used during a stenting procedure on a male patient in 2007. According to the complainant, the "stent did not expand conveniently at the proximal segment. The patient remained in the hospital and "72 hours later in the same month) the physician tried to solve the constriction, dilating the stenosis and the stent simultaneously up to 18mm diameter (with a cre balloon) [product and manufacturer unk]. It was carefully inflated, but when the deflated balloon was withdrawn, the stent returned to the previous diameter..this occurred only at the proximal segment; the distal portion of the stent got conveniently deployed. "Reportedly, there was no injury due to the dilation procedure." The patient remained in the hospital after the dilation procedure, but, according to the physician "the patient's stay in the hospital was not related to the event it was related to specific health conditions of an oncologic patient." According to information received the following month, the patient is at home on a liquid diet and will be clinically followed up with endoscopy within 2 weeks. Meanwhile, no further special medication actions have been take post procedure."